Event description:
The pt reportedly experienced a decrease in performance and uncomfortable sensations. In (B)(6) 2004, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. The surgeon explanted the patient's c1 device due to decrease in performance. The pt was reimplanted with another advanced bionics cochlear implant.